Event description:
Complainant alleged that during functional testing, the device displayed a "incorrect temperature reading" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and d6 (medical device problem code). Evaluation results: the device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the battery temperature was 4°f (-16°c). After the unit was allowed to come back up to room temperature, the error no longer occurred and zoll cleared the error code. The device was recertified and returned to the customer. The operator's the manual states, the unit should be kept between 32°f and 122°f (0°c to 50°c) to stay within the environmental operations and standby conditions. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to have any clinical impact.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "self test fault, internal discharge circuit" error message. Complainant indicated that there was no patient involvement in the reported malfunction.